Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 20mm long target lesion was located in the mildly calcified right coronary artery. Vascular access was obtained via a radial approach. The 2.00x20mm apex monorail balloon was inflated and ruptured. The number of inflations and to what atms is unknown. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 20 mm long target lesion was located in the mildly calcified right coronary artery. Vascular access was obtained via a radial approach. The 2.00 x 20 mm apex monorail balloon was inflated and ruptured. The number of inflations and to what atms is unknown. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the apex catheter was received. Positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 1mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).